Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling their cartridges. Tandem technical support educated the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to load a new cartridge, which corrected the fill estimate discrepancy to within an acceptable range, and cartridge return material authorization (RMA) was issued to return the original faulty cartridge. Additionally, replacement cartridges were sent to the customer, and the issue was resolved after the customer was instructed not to overfill the cartridge, acknowledging the guidance provided.